Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400; 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose (bg) levels exceeded 500 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (arm), the pod's cannula was found looking tilted, thus cannula was bent. The site hurt for a while. As treatment, patient did boluses all day. Patient¿s history: 7:25am 65 carbs bolus 10.8 units; 8:30am 425 bolus 1.2 units no carb; 9:46am 441 bolus 5.5 units no carb; 11:33am high bolus 8.15 units no carb.

Manufacturer narrative:
The returned device was fully deployed and there was no damage to the soft cannula. No problems were found that could cause high blood glucose levels. The fluid path was inspected for any abnormalities that could cause pain at the infusion site, and nothing was found. While no issues were noted, the exact cause of the reported event could not be determined.